Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the patient was experiencing a medical condition that caused them paralysis and to go into a coma. During the illness, the patient¿s implantable cardioverter defibrillator (ICD) began discharging ¿dozens of times a day.¿ follow-up was unable to confirm if the therapy was appropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.